Event description:
It was reported the epg (external pulse generator) failed the power on self-test. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower case halves are broken and contaminated. Battery release is contaminated. Both bail covers, ring cover, two case screws, ring cover screws, both bails, and ring are missing. One printed circuit board flex is creased. Battery contacts are compressed. Battery drawer is broken and contaminated. Keyboard window is scratched. Lcd (liquid crystal display) has intermittent missing segments.